Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lower anterior resection procedure, the staple line was not fully closed. The surgeon used sutures to complete the case with no pt consequence.